Manufacturer narrative:
Conclusions: the customer confirmed the device is in working condition. The customer reported that the sensor was tested and it was confirmed the chair pad was wet due to the patient being incontinent. Once they replaced the soiled chair pad with a dry pad, the alarm quit blinking and was audible again. Additionally, based on the information available, it is possible that the alarm was inadvertently placed on hold/suspend mode as indicated by the blinking light without the audible sound. Note: the instructions for use, response policy state, ¿facility falls management policy should address the frequency of visits by nursing staff to: confirm patient is safe; attend to patient needs for nutrition, toileting, exercise, and therapy; check alarm function every time before leaving patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or optional magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or magnet is removed from face plate.¿ additionally, ¿make sure liquid does not enter at ¿neck¿ of sensor pad, as this will damage sensor pad. If needed, use an incontinence pad to protect sensor pad from urine or other liquids.¿ (B)(4). Device not returned.

Event description:
Customer reported there was a patient fall while in use with the posey alarm. The posey chair alarm and pad was being utilized at the time of the incident. The staff states that the alarm had been working fine all day until the incident when they noticed it was blinking and there was no audible alarm. They also realized that the chair pad was wet due to the patient being incontinent. Once they replaced the soiled chair pad with a dry pad, the alarm quit blinking and was audible again. It was later reported the patient broke her hip as a result of her fall.